Event description:
A recent download from a male patient revealed numerous "battery pack fault" flags on both battery packs. Support sent the patient replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 09/2007; battery pack - 06/2008. Device evaluation summary: device evaluations for both battery packs have been completed. Both battery packs would not work because there was an unknown substance inside the battery packs. One of the cells was corroded in each. The battery packs were scrapped. The root cause of the battery packs not charging was this unknown substance. No adverse event occurred due to the defective battery packs. The patient received replacement battery packs.